Manufacturer narrative:
Initial MDR 2432235-2016-00195 was filed on april 19, 2016. Additional information (04/22/2016): the customer provided patient data.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, all resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The wash 1 reservoir was depleted and all tests were cancelled on the instrument. The cse found that the wash 1 fluid lines were full of bubbles. The cse found bleach in wash 1 bottle and reservoir which were causing excessive gas and bubbles in the lines. The cse performed decontamination of all wash1 pathways. The cse flushed the de-ionized water and then primed the wash 1. The cse performed rinse aspirate procedure to flush any remaining traces. The cse performed a check on wash 1 sensors, which passed. The cse ran quality controls, which were within range. The cause of the discordant results is due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on an advia centaur xp instrument when the customer erroneously added cleaning solution concentrate to wash bottle 1. It is unknown if the discordant results were reported to the physician(s). It is unknown if the samples were repeated and if corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.